Manufacturer narrative:
It was reported that the stent did not expand after deployment. Based on the attached photo, it was confirmed that the stent was not fully expanded and the spring stopper part was turned upside down. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the not fully expanded stent in the attached photo, it is assumed that the stent was not expanded temporarily due to the condition of the patient's lesion and other elements complexly. Then, it is assumed it was expanded after some time. In addition, based on the spring stopper being turned upside down in the attached photo, there is a possibility it occurred during the procedure or removal of the delivery system due to pressure and curve at the patient's lesion. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" and "after stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the physician found that the stent did not expand after stent placement. The physician also commented that it appeared that the spring stopper was upside down although he was not sure. The physician pierced the spring stopper cover and placed an additional stent through the stomach to prevent stent migration. The patient also had placed stents that protruded from the papilla into the duodenum. There was no interference with this stent by the other stent. The stent expanded and bile is draining without any problems. There were no patient complications as a result of this event.